Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged that the patient experienced hyperglycemia with a blood glucose of 30 mmol associated with an alleged inaccurate delivery issue. Reportedly, the patient discontinued pump therapy until the bg were lowered and then resumed with the same pump. The patient did not receive any treatment above and beyond the usual care of diabetes care and management. It was noted that the patient received insulin via an injection. Troubleshooting could not be completed at the time of the complaint. Cts made attempts to contact the reporter for additional information and troubleshooting, without success. This complaint is being reported based on the allegation that the patient experienced hyperglycemia due to an alleged inaccurate delivery issue. The pump could not be ruled out as a contributing factor